Event description:
Customer reported that the 840 ventilator was inoperative while in use on a patient. There was no patient harmed or injuries as a result of the vent. The covidien customer support engineer (cse) verified the malfunction and replaced the graphic user interface cpu pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).